Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a liquid embolization of arteriovenous malformation(avm), the apollo was reported to have a rupture proximally to the detachable tip. There was no other noted damaged to the catheter. There was resistance when the apollo was delivered. The injection rate was 0.05ml/min. The devices were reported to have been used per the IFU. The anatomy was normal. No patient injury occurred. Onyx did exit the rupture; however, the onyx did not get embed into an unintended location. The dead space of the catheter filled was with the dmso prior to the onyx injection. There was no resistance when the dmso was injected. There was resistance when the onyx was injected. The onyx was injected one minute after removing the vial from the shaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. Liquid embolic residue was found within the apollo micro catheter hub. The remaining of the liquid embolic material will not be returned as it was consumed in the event. No issues or irregularities were found with the apollo micro catheter hub. The 1.5cm detachable tip was found to be detached and not returned. The surface of the apollo catheter was examined under magnification. The apollo micro catheter was found to be ruptured at two locations at the distal end. The apollo micro catheter was pressurized with water and found non-patent as the apollo micro catheter is likely occluded with embolic residue. No other anomalies were observed. A supplemental will be provided when the investigation has been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of catheter rupture was confirmed as the apollo micro catheter was found to be ruptured. The apollo micro catheter was found to be occluded with liquid embolic material. The catheter rupture appears to have occurred because of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. However, the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the liquid embolic material instructions for use (IFU): ¿use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not interrupt the onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion and use of excessive pressure to clear the catheter may result in catheter rupture.¿ in addition, ¿stop injection if the onyx¿ les is not visualized exiting catheter tip. If the catheter becomes occluded, over-pressurization can occur. During the onyx¿ les injection, continuously verify that the onyx¿ les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if only a volume of 0.05 ml of the onyx¿ les is injected and is not visualized exiting the catheter tip. Per the apollo IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ in addition, no liquid embolic material residue was found within the overlap region indicating that it is likely the tip detached after completion of the embolization. However, the root cause for the tip detachment could not be determined. If information is provided in the future, a supplemental report will be issued.